Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the returned recharger revealed that the patient's complaint was confirmed. The device led's scrolled continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was the patient said that their recharger was not charging. The patient said that instead of a slow pulsing light the light was rapidly blinking. They did not have their equipment with them at the time of the call. They will call back with their equipment for further troubleshooting. They called back on (B)(6) 2024 and said their recharger was blinking really fast in the docking station and it had been in there for three hours and had not taken a charge. The patient tried to do a hard reset on the call and it did not solve the issue. The patient did not keep the recharger in the docking station when not in use. The agent told the patient they needed to keep the recharger in the dock when not using. The patient was in the process of moving and hadn't charged the recharger in a month. They couldn't find the docking station and had one sent to her and that was when they found out the recharger wasn't working was when they got the dock. They think they got the dock on 17-dec-2024. An email was sent to repair to replace the recharger. Additional information was received from the patient. They reported that they had forgotten to send the recharger back and wanted to let agent know they will be doing that soon. No further action taken.